Manufacturer narrative:
Event of implant breaking is a known potential adverse events addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported that the left side "busted". Device remains implanted.